Event description:
It was reported that the stent partially deployed and became slightly deformed. A 7mm x 100mm x 130cm eluvia drug-eluting vascular stent system was selected for use to treat stenosis. The target lesion was 85% stenosed, severely calcified, and the anatomy was very tortuous. An antegrade approach was used to access the target lesion and the lesion was pre-dilated. During the procedure, the stent was unable to fully deploy. It deployed approximately 2mm. The physician pulled for a little bit, in order to complete the deployment. As a result, the stent became slightly deformed. The procedure was successfully completed with the stent. No patient complications were reported and the patient was stable, following the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The pull rack is separated from the handle and is in two pieces. The larger piece is separated 4.7cm from the knob. The smaller piece is approximately 3cm long. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent partially deployed and became slightly deformed. A 7mm x 100mm x 130cm eluvia drug-eluting vascular stent system was selected for use to treat stenosis. The target lesion was 85% stenosed, severely calcified, and the anatomy was very tortuous. An antegrade approach was used to access the target lesion and the lesion was pre-dilated. During the procedure, the stent was unable to fully deploy. It deployed approximately 2mm. The physician pulled for a little bit, in order to complete the deployment. As a result, the stent became slightly deformed. The procedure was successfully completed with the stent. No patient complications were reported and the patient was stable, following the procedure.